Event description:
It was initially reported that the pt was recently having an increase in seizures. The pt has been referred for a prophylactic battery replacement due to the amount of time implanted. Good faith attempts to obtain additional info have been unsuccessful to date.